Manufacturer narrative:
Pump received with button error alarm and no button response due to corroded keypad traces. Unable to perform the displacement test due to no button response. No moisture damage found on the electronics, motor, battery tube and vibrator assembly during visual inspection. Pump received with cracked reservoir tube lip, minor scratched lcd window, and scratched reservoir tube window. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
The customer reported via phone call that the insulin pump alarmed button error. Customer does not recall any significant events leading to the error, except that the pump may have gotten wet. Customer's blood glucose was 200 mg/dl at the time of incident. Troubleshooting was done for button error but customer was advised to discontinue use of the device and revert to a back-up plan per doctor's instruction. The customer was advised that the device would be replaced and to return the product for analysis.